Event description:
It was reported the patient (B)(6) is without stimulation and cannot establish communication with the ipg using either the programmer or charging system. Prior to the therapy ceasing, the patient underwent an ECG and report receiving very strong but brief stimulation from the scs system. The patient denies experiencing any traumatic events would could attribute to this matter. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.